Event description:
A customer reported to baxter corporate product surveillance a clearlink secondary medication set in which a leak occurred. According to the report, the pharmacy department prepares the set-up for the cancer center before patient use. It was observed when the bags were hung, that the secondary set was disconnecting from the secondary IV bag. The medication being administered was an unknown chemotherapy medication. There were no reports of any patient or nurse injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.